Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, ebr, or its employees that the device, ebr, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a wise crt system implant procedure on (B)(6) 2026 at (B)(6), multiple attempts were made to implant the left ventricular electrode. Four implant locations along the basal lateral wall were evaluated. At the first, second, and third locations, adequate wall seal was achieved and pre-anchor measurements (distance and angle) were within acceptable range; however, no capture was achieved at 4.0 v despite repositioning and depth adjustments. Based on the lack of capture at these basal sites, repositioning to a more mid-lateral wall location was recommended; however, the physician elected to attempt one additional basal site. During the final positioning attempt, fluoroscopic visualization was suboptimal due to balloon foreshortening, limiting accurate assessment of wall seal. Contrast was administered prior to optimization of imaging, and subsequent cine review raised concern for pericardial effusion. Intracardiac echocardiography (ice) confirmed the presence of a pericardial effusion, and the patient developed hypotension. The procedure was immediately aborted, and the delivery sheath and electrode catheter were removed under imaging guidance. Emergency intervention was initiated, including pericardiocentesis with drainage of the effusion. Re-accumulation of fluid was observed, requiring additional drainage and continued monitoring until hemodynamic stabilization was achieved. The patient was subsequently transferred to the coronary care unit (ccu). No electrode was implanted. The patient was reported to be stable following the procedure, with no further intervention required at the time of reporting. The physician will determine whether a future attempt at electrode implantation will be performed. No further information was provided.